Event description:
A facility representative reported that during an trabecular stent implantation procedure, the stent did not advance. Subsequently, it was removed during initial procedure and created a goniotomy. There was no patient harm. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was added in h.3., d.4., d.9., h.4., h.6. And h.11. One open company device, with tip protector, in a plastic protector tray, in a box was received for the report of would not advance and removed the stent. The returned delivery system was visually inspected and was found to be nonconforming with surgical debris. The returned microstent was visually inspected and was found to be nonconforming with surgical debris on the microstent. The delivery system was functionally tested and was found to be conforming as no resistance was felt when manually tested. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all visual, dimensional, and functional testing. The manufacturer internal reference number is: (B)(4).